Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date. During the procedure, a needle was found in the patient¿s body which had been retained from a previous unknown surgery. The 2cm in length needle found in the patient¿s body was not broken. It is unknown what kind of needle-suture was used in the previous procedure, and the manufacturer of the needle-suture is also unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4): it was reported that the needle was removed from the patient.